Event description:
The facility reported an infusion pump with a failure code 810:11. It was not specified if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Although information was requested, none was provided regarding patient demographics, medication involved and device programming.